Event description:
The customer contacted stryker to report that their device would not power on. During evaluation stryker observed that the device is not completing boot-up cycle. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was also observed that the device is not completing boot-up cycle. The device can not be repaired. The customer will be provided with replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac) and the technician could not determine a root cause of the reported issues. The customer has been provided with replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. During evaluation stryker observed that the device is not completing boot-up cycle. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.